Manufacturer narrative:
Device 1 of 1. Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported by the product end user "it was a 14 fr straight female gentlecath catheter with no lubricant or water sachet in packaging. Consumer states she was provided an assortment of catheters for trial from her urologist for urinary retention. She states that she opened the package using aseptic technique and lubricated the catheter using ky jelly. She inserted the catheter and it was painful to use. She almost immediately returned cherry red bloody urine from catheter. Over the next day she continued to have cherry red urine. She did not use the catheter again and moved onto another brand. On day two the urine was dark red in color with urination and catheterizing. On day three the urine was dark amber and day four the urine was yellow with some blood clots. She alerted her medical doctor (md) who scheduled a follow up appointment with her. She was diagnosed at that visit with urinary tract infection (uti) and states her urologist believes that the issues with the gentlecath contributed to the uti and questions her technique. She states she is a registered nurse (rn) and relayed how she used the catheter and he ruled her technique out as variable. He has since placed an indwelling foley catheter due to irritation of urethra and prescribed bactrim ds oral bid (twice a day) x 3 days". Additional information was obtained from the end user as she was able to explain the product as "this catheter did not have lubricant with it, had to apply a packet of surgilube. I could not feel any burrs however, did note that the catheter was more rigid than any of the other samples. The tip of the catheter design was not smooth. It felt "rough" going in, like it was steel wool, despite being lubricated well." The end user was unable to provide part or product lot information. She was unable to provide a photograph depicting the reported complaint issue of the product.